Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-33, lot#: va1q1su, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was calling to turn their stimulation off for a surgery as they lost their programmer. It was reviewed that stimulation cannot be turned off remotely. The patient reported the ins was loose in the pocket, it was out of the pouch and ¿flopping.¿ the patient stated it kept getting looser and looser and they had lost more weight. The patient stated it worked for a few months and then it started getting loose and had ¿4 to 6 lead off.¿ the patient stated they were going to have surgery to have it moved to the other side, but their healthcare provider kept putting off the surgery. The patient noted the issue first started like the first of the year. On (B)(6) 2019 a rep called and reported a lead revision. The rep indicated a fall occurred but didn¿t know when. No further information could be collected as the caller was in the operating room. Later, the rep reported that the patient had fallen but the lead revision was already scheduled due to decreased symptom control and the battery was flipping in the pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative stated that the physician reported impedance errors which may be what patient is referring to of had ¿4 to 6 lead off. Suspected to be due to battery flipping in the pocket causing impedance errors on the lead. Lead has been replaced, patient has not returned for post op visit to date so unknown. Yes, the ins flipping and being loose in the pocket been resolved, the battery was sutured down in the pocket. The device was not returned customer discarded.